Event description:
Three autosuture endoclip ii 5 mm ref 176630 failed to deploy when fired. One from lot # u9a173, exp. Date 2012-01, and two from lot# u9b37 exp date 2012-02. Four additional appliers from the lot # u9b37 have been removed from the core/supply.